Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that review of a implantable cardioverter defibrillator (ICD) transmission report revealed that the patient received shock due to an afib rapid ventricular rate (rvr) episode that fell within the ventricular fibrillation zone. The device remains in use and no further patient complications have been reported as a result of this event.